Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint with associated MFR report#2954740-2016-00213 (B)(4). Very limited information was received. The complaint calls out for one coil which is a helical deltapaq cere 1.5mmx2cm coil (cdf10015230/c35801), however in a second bag with the same complaint number of 1-1369586301 and under the same lot number c35801 was a framing coil csp10020030 which is impossible for this framing coil to belong to lot number c35801 which is a helical deltapaq. The unknown coil has been identified as a 2mmx2.5cm which is a csp10020030 as stated on the coils bag label. It is unknown to what complaint, if any, that this damaged coil belongs to. The correct coil was correctly labeled and identified as a 1.5mmx2cm helical deltapaq 1.5mmx2cm coil cdf10015230/c35801). As viewed through the returned packaging, the correct coil was found to have been damaged and stretched. The coil was received unsheathed. With no damages found to the introducer sheath, the coil was resheathed and unsheathed multiple times with no problems encountered. No manufacturing defects were found. Due to handling, cleaning, and packaging, the circumstances of how and when the exposed coil contained in this complaint received its unreported damage cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of the resheathing failure is not confirmed. The coil was resheathed and unsheathed multiple times with no problems encountered; therefore the root cause of the resheathing difficulty cannot be determined. The root cause of the unreported damage of stretching noted on the coil cannot be determined; it is unknown when these unreported damages occurred to the complaint coil. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a healthcare professional, deltapaq cere 1.5mmx2cm coil (cdf10015230/c35801) failed to re-sheath. It is unknown if the reported event caused any delays, interventions or adverse event. Patient information and procedure information are unknown. Patient outcome is unknown. It was initially reported that the complaint product will be returned for analysis.